Manufacturer narrative:
Evaluation summary: the patient activity level is unknown at the time of surgery. Also, there is no information about the condition this event occurred. Based on available information, a definitive cause cannot be attributed. Evaluation: no product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It was reported the device was implanted in 2006, for subtrochanteric fracture on left femur. The fracture part was malunion. It is unknown if a revision surgery has been scheduled.